Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a fresenius 2008k machine that experienced an ultrafiltration (uf) pump alarm during patient treatment. Upon follow up, it was confirmed that when the up pump alarm sounded the patient¿s treatment was paused, and the patient was transferred to a new machine. It was confirmed the patient completed treatment with no symptoms, as well as no blood loss, injury, adverse event, or medical intervention. The biomedical technician confirmed that the uf function of the machine was affected by the uf pump alarm. The biomed replaced the function board to resolve the uf pump issue and return the machine to service. It was confirmed that no sample parts are available for return.